Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified the options key is not functioning. The device was found out of specification in relation to the reported 'damaged keypad'. The reported problem 'damaged keypad' was confirmed during evaluation through visual inspection. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a damaged keypad. There was no patient involvement. No additional information is available.